Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. A new non bsc device was successfully implanted. No additional adverse patient effects were reported.